Event description:
Reportedly, on (B)(6) 2025, a device exchange procedure was performed on a reply sr (serial number: (B)(6), implant date: (B)(6) 2009) to an eno sr (serial number: (B)(6)). During the exchange, it was discovered that the portion of the lead near the proxy electrode was larger than the eno sr insertion port, making insertion difficult. By applying tension, the connector was somehow inserted all the way, and no problems were detected in the data, so the procedure was completed. While details of the lead are unknown, information was obtained that it was a monopolar lead, "t43f." The physician commented that it seemed odd that the reply sr and eno sr connectors were different, even though both comply with the is-1 standard. Therefore, the sales rep believed a structural analysis of the connector was necessary. Sales rep believe they need to understand lead structure because leads are very old and have little information.

Manufacturer narrative:
The manufacturing process as well as device history records show that the subject device has been manufactured and delivered to the field following all applicable procedures. The review of data provided highlighted normal connection from the t43f lead to the subject eno sr device. Data from (B)(6) 2025 and (B)(6) 2025 were provided. On (B)(6) 2025, the electrical values are good; the pacing ventricular thresholds and the ventricular sensing measured during the in-clinic follow-up are good. On (B)(6) 2025, the electrical values are good; the pacing ventricular thresholds and the ventricular sensing measured during the in-clinic follow-up are good. Seven true slow ventricular bursts are recorded: pacing is efficient and sensing is good based on the available data, no connection issue is suspected. The connectors of reply sr and eno sr are is-1 and any lead that was connected to reply sr can be connected to eno sr. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, a device exchange procedure was performed on a reply sr (serial number: (B)(6), implant date: (B)(6) 2009) to an eno sr (serial number: (B)(6)). During the exchange, it was discovered that the portion of the lead near the proxy electrode was larger than the eno sr insertion port, making insertion difficult. By applying tension, the connector was somehow inserted all the way, and no problems were detected in the data, so the procedure was completed. While details of the lead are unknown, information was obtained that it was a monopolar lead, "t43f." The physician commented that it seemed odd that the reply sr and eno sr connectors were different, even though both comply with the is-1 standard. Therefore, the sales rep believed a structural analysis of the connector was necessary. Sales rep believe they need to understand lead structure because leads are very old and have little information.